Event description:
Customer called to report unexpected negative reactions on galileo. A patient sample reported as negative on a 2 cell_screen. The sample was repeated in tube and demonstrated 1+ reactivity for anti-fya.

Manufacturer narrative:
A service call was made; residual volume was too low and was optimized to meet specification. Galileo was within specifications for operation..